Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of a crystalens iol. Initially provided info states that after lens insertion the physician determined that there was not enough support to stabilize the lens and elected to remove it. Additional info has been requested.